Manufacturer narrative:
Customer complained about burn insulin pump/keypad anomaly/audio/vibrate anomaly/absence of alarm. Unable to download thus/carelink due to component physical damage. Unable to verify 61/63 alarm due to unable to download. Device was received with totally burnt case, keypad overlay/assembly and electronic assembly. Unable to verify keypad unresponsive/button error alarm/audio/vibrate anomaly/absence of alarm or perform the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to component physical damage. In conclusion, physical damage complaint was confirmed. Unable to verify keypad unresponsive/button error alarm or audio/vibrate anomaly/absence of alarm due to insulin pump was burnt unrecognizable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump did not stop alarming. Customer stated that pump was dropped into fire pit due to which keypad button and battery compartment was melted. Customer stated that the belt clip was also melted when pump dropped into fire pit. No harm was required during medical intervention. The insulin pump will be returned for analysis.